Manufacturer narrative:
A philips field service engineer (fse) replaced the defective power cord once the replacement was made available. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting exposed wires on the v60 ventilator power cord. The issue was identified during servicing; the device was not in clinical use. There was no report of harm. The biomed engineer (bme) evaluated the device and concluded the issue was due to normal wear and tear. The bme determined a replacement power cord was required. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (power cord, 3 wire, rt angle, na,10a) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.